Event description:
The pt called today to say that the ndl 25g 1.5 in bd that we sent was too thin for her to inject the delestrogen. The pt prefers the ndl 22g 1.5 in bd. The pt said she will go to (B)(6) to ask them for the thicker needle so she can inject her medication today. Frequency: other, route: intramuscular. Dates of use: (B)(6) 2018 - present. Diagnosis or reason for use: transsexualism. Is the product compounded? No; is the product over-the-counter? No.